Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc could not reviewed the manufacture history (DHR) of the subject device because more than fifteen years had passed since the subject device had been manufactured. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, omsc presumed that the reported phenomenon was attributed to the failure of the power unit. The cause of failure of the power unit could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at (B)(4). (B)(4) checked the subject device and found the reported phenomenon was caused by the failure of the lamp and the power supply unit. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection at the service department of olympus (B)(4), it was found that the light was not emitted from the main lamp. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.